Event description:
The anesthesiologist was using this pump to administer propofol when he removed the syringe to refill it. Some time after the pt became "light" and began to become aware of the surgical procedure. The physician administered a bolus dose to correct this situation with the pt. No other and no injury had occurred per the report.